Event description:
It was reported that the patient presented in clinic for a generator change. Device interrogation revealed low pacing impedance and insulation damage causing loss of capture on the atrial (ra) lead. Insulation was noted under fluoroscopy. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition before, during, and afterwards.